Manufacturer narrative:
The account's director of nursing reported that the certified nursing aid change her original allegation. She alleged she injured her shoulder because of a braking issue. The technician was not allowed to speak with the certified nursing aid to gather more information about the exact failure. The hill-rom technician and hospital engineering inspected the bed and the bed functioned properly.

Event description:
The nurse's aid alleged that the head section of the bed was broken and she sustained a shoulder injury. The nurse's aid was treated and is back to work.